Manufacturer narrative:
D4 updated/corrected with the investigated product having been changed. A150206 removed from h6. Investigation summary: difficult to advance: based on the clinical details provided, the difficulty to access the pa was a result of a new tricuspid clip that was placed. Therefore, the cause of the difficult to advance was determined to most likely be due to patient condition. Major bleed: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced loss of flows. The pump was explanted and the patient was in stable condition.